Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
On 12/7/2022, it was reported by a sales representative via phone that an ar-3638 fibertak had an issue. During a labral repair procedure on the shoulder on (B)(6) 2022, when the knotless fibertak was used, the implant was inserted and set fine. When passing the first anchor, after looping the suture around, the suture broke inside the patient when having to shuttle it, which rendered the anchor useless. The sutures were cut, all suture pieces were removed. The anchor was left inside the patient in one piece, and the surgeon deemed it safe to do so. The surgeon decided to use a different product/anchor from a different manufacturer to complete the case successfully with no impact to the patient. This was the second occurrence at the facility with the same surgeon. No excessive force was applied when using the suture during passing, the doctor was pulling and did short tugs as per instructions.

Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures; however, due to the device not being returned, we are unable to confirm the reported event. The information referencing the initial occurrence in b5 can be found in the regulatory report number 1220246-2024-00154.